Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 500 mg/dl. The customer was admitted to the hospital (B)(6) 2016. Customer stated that strep throat and antibiotics killed her good bacteria. Customer cause of hospitalization was the sepia and then the diabetic ketoacidosis. Customer is the intensive care unit, then the floor and then home. Customer was not wearing the pump at time of hospitalization. Customer did start manual injection in (B)(6) visit.